Manufacturer narrative:
The pod was received with the needle mechanism not deployed. Investigation of the download data showed that the pod was deactivated by the user at the end of the first priming sequence. No hazard alarms, timeouts, or drive stalls were observed in the data. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would prevent the pod from advancing to the second priming sequence or prevent the needle mechanism from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle and cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.